Event description:
Caller states neonate patient received the following results on the inform system within 10 minutes: 24 mg/dl, 28 mg/dl, and 41 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states neonate patient received the following results on the no inform system within 10 minutes: 24 mg/dl, 28 mg/dl, and 41 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.